Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped, the md activated the hydrophilic coating, turned the catheter clockwise and pulled vacuum. The super arrow-flex (saf) sheath was inserted into the pt's right femoral artery. The md could not advance the iab through the saf sheath and as a result, the iab and the saf sheath were removed as one unit. The pt outcome is listed as "ok". The md requested another iab for insertion. Additional info received on 05/07/2010 by arrow (B)(4) from the customer stated that "in future times, they will use 8 fr terumo sheath." Ref MDR # 1219856-2010-000325 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.